Event description:
A technician reported that following intraocular exchange surgery, the patient had a myopic surprise. In a follow up phone call, the office manager reported the patient was doing well and was happy. The surgeon was unwilling to complete the questionnaire. There are two medical device reports associated with this event. This report is for the second lens. The MDR for the original lens was reported under 1119421-2010-010041.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/16/2010 and 09/17/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B)(4).